Manufacturer narrative:
(B)(4). It is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error and a broken force sensor which was detected during seating. Customer was assisted with clearing the alarm. Customer states insulin pump was not exposed to a high magnetic field. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
The pump was received with a critical pump error alarm and pump error 35 alarm noted in the pump history. Misaligned force sensor cable and intermittent connection noted. The force sensor offset measured within specification range during testing. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error alarm.